Event description:
The customer reported that she was walking into her room and her insulin pump was hit while attempting to slam the door. Troubleshooting was performed. The customer stated that the entire bottom part of the insulin pump came off, and the piston also has fallen out. The customer also mentioned being at the emergency room due to high blood glucose, and she was treated with an insulin drip and then released. The blood glucose reading was 402 mg/dl. The events leading to her admission was a domestic dispute with her mother. The caller stated that the police was called and made her check her glucose level. The glucose level was so high that she had to go to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was returned with broken end cap and missing motor and motor assembly. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test and displacement tests, due to damage and missing motor assembly. No missing dome label sticker.